Manufacturer narrative:
Additional information: section h3 - device evaluated by manufacturer? Yes. Device evaluation: no suspect product was received; however, a video provided by the customer was evaluated. The video showed the start of lens implantation when the plunger rod was observed to be overriding the lens in the cartridge. The device was removed from the patient eye and observed under a light. The lens was observed to be coming out of the cartridge tip; however, due to video quality the condition of the haptic could not be evaluated. Due to no product received, no further evaluation was performed. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: n/a, as the lens was not implanted. Section d6b - explant date: n/a, as the lens was not implanted. Section e1 - telephone number:(B)(6) section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) front haptic was defective and got caught in the injector. The lens and cartridge came into contact with the patient; however, the issue was identified before the lens was injected. A replacement iol of the same power was used to continue the procedure. No further information has been provided.